Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The complaint was investigated, and it was determined that the system accurately alerted the customer about her hypoglycemic event on the date of event, and no malfunction could be found during the investigation.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. During the incident, she dropped out of her bed and had also an epileptic crisis. She called the home first aid (118) and received medical assistance from her daughter and from the first aid workers.